Manufacturer narrative:
(B)(4).

Event description:
See manufacturer report# 3004209178-2011-00748. The patient experienced a loss of therapeutic effect. She lost stimulation in both legs and left arm. She only felt stimulation in the right arm. This started following a car accident on (B)(6) 2011. She was "rear-ended" and had to be "cut out" of her seat belt and car. She was taken to a local hospital and stayed overnight. The "call your doctor" icon displayed. A power on reset (por) occurred. She was at home in fair condition. It was later reported that the device was interrogated and error code 0x2608 displayed on the physician programmer. The eos/eol message also displayed. It was noted that the neurostimulator (ins) was fully charged. The patient was happy with the stimulation prior to the accident. She has been unable to visit her doctor since the accident. The pocket site was very sore and uncomfortable. The patient was not able to quite describe the sensation. Additional information has been requested.